Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cpsa c9 device was inserted into the femoral artery in a patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. The patient identifiers (age, gender), comorbidities, and society for cardiovascular angiography & intervention (scai) shock stage were not reported. It was reported that during the impella insertion and cardiopulmonary resuscitation (CPR), the position of the impella guidewire became lost and was not possible to rewire the impella without the red lumen. A new pump was inserted without issues. However, the family subsequently withdrew care the same day and the patient expired. The first impella is being reported due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.